Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced chest pain and their chest has been "physically jumping". It was noted that the right atrial (ra) lead exhibited diminished sensing and there was a suspected lead dislodgement. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.